Event description:
Sonic cleaner caught fire. No injuries and was under control before fire dept arrived. Tech found burnt insulation on electrical wires to door mechanism and entire wiring harness. Unit was removed from service by facility personnel. No injuries or damage was reported, other than damage to the sonic. Not under steris contract.

Manufacturer narrative:
Steris evaluated the returned unit and found that wire insulation and the lower limit switch lid of the main wire harness were burned. The wires most impacted appear to be those involving or nearest to the lower limit switch lid. Certain wire connectors (a/k/a/ "butt splices") in this area could get wet during removal of the instrument tray from the tank. When wet, the butt splices can heat-up over time potentially causing a breakdown in the insulation and, eventually, increased heat near the limit switch.